Manufacturer narrative:
Company comment: the serious expected event of mass at implant site was considered possibly related to the treatments. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6)2023 by a nurse which refers to a 54-year-old female patient. The patient was a smoker. No information about medical history or history of allergies has been provided. The patient uses a holistic approach to her health only taking beet root powder and collagen [collagen] supplements. Concomitant medications included vitamin c [ascorbic acid], vitamin d4 (as reported), zinc [zinc] as needed. The patient had previously received treatment with unspecified lip filler successfully. The patient had no illnesses 1 month prior or dental procedures 2 weeks prior to treatment but hcp does not know about 6-12 months. On (B)(6) 2023, the patient received treatment with 1 ml of restylane-l (lot 20763), 0.2 ml to the upper lip and 0.4 ml to each marionette line and 2 ml of restylane contour (lot 20039), 1 ml to each cheek (unknown injection technique and needle type). On (B)(6) 2023, the patient had called the nurse and reported that she had developed lump (implant site mass) on the oral mucosa of the inside of right cheek. On (B)(6) 2023, the patient was seen by hcp who had prescribed a medrol dosepak [methylprednisolone], 300 mg of clindamycin [clindamycin] bid for 1 week and doxycycline [doxycycline] bid for 1 month. On (B)(6) 2023, the patient had called the nurse and reported that she went to her pcp who felt like she was given the wrong medications and discontinued the medications given by the reporting hcp and prescribed her bactrim [sulfamethoxazole, trimethoprim]. On (B)(6) 2023, the patient called the nurse again and reported that she required another round of bactrim. The patient had felt better 3 days after she began the first round of bactrim but then needed another round of bactrim. According to reporting nurse, they had treated the patient with hylenex [vorhyaluronidase alfa] 3 times but the lump did not dissolve. The patient also saw another physician at a different practice who gave her more hylenex and more bactrim. The reporting hcp had not seen the patient since (B)(6) 2023. Outcome at the time of the report: lump was not recovered/not resolved/ongoing.

Manufacturer narrative:
Company comment: the serious expected event of mass at implant site was considered possibly related to the treatments. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 21-jun-2023 by a nurse which refers to a 54-year-old female patient. The patient was a smoker. No information about medical history or history of allergies has been provided. The patient uses a holistic approach to her health only taking beet root powder and collagen [collagen] supplements. Concomitant medications included vitamin c [ascorbic acid], vitamin d4 (as reported), zinc [zinc] as needed. The patient had previously received treatment with unspecified lip filler successfully. The patient had no illnesses 1 month prior or dental procedures 2 weeks prior to treatment but hcp does not know about 6-12 months. On (B)(6) 2023, the patient received treatment with 1 ml of restylane-l (lot: 20763), 0.2 ml to the upper lip and 0.4 ml to each marionette line and 2 ml of restylane contour (lot: 20039), 1 ml to each cheek (unknown injection technique and needle type). On (B)(6) 2023, the patient had called the nurse and reported that she had developed lump (implant site mass) on the oral mucosa of the inside of right cheek. On (B)(6) 2023, the patient was seen by hcp who had prescribed a medrol dose pak [methylprednisolone], 300 mg of clindamycin [clindamycin] bid for 1 week and doxycycline [doxycycline] bid for 1 month. On (B)(6) 2023, the patient had called the nurse and reported that she went to her pcp who felt like she was given the wrong medications and discontinued the medications given by the reporting hcp and prescribed her bactrim [sulfamethoxazole, trimethoprim]. On (B)(6) 2023, the patient called the nurse again and reported that she required another round of bactrim. The patient had felt better 3 days after she began the first round of bactrim but then needed another round of bactrim. According to reporting nurse, they had treated the patient with hylenex [vorhyaluronidase alfa] 3 times but the lump did not dissolve. The patient also saw another physician at a different practice who gave her more hylenex and more bactrim. The reporting hcp had not seen the patient since on (B)(6) 2023. Outcome at the time of the report: lump was not recovered/not resolved/ongoing. Tracking list: v.0 initial, v.1 batch record review of restylane-l and restylane contour received on 31-jul-2023. No new information received from the reporter. Case version opened to submit a final csr.